Event description:
It was reported that the patient was in atrial fibrillation. The device had a diagnostic problem showing lead impedance trends for the right atrial (ra) lead but not for the right ventricular (rv) lead. The device also had a programming issue by showing no implant date which suggested implant detect was not complete. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There is a lead impedance trend for the right atrial, but not for the right ventricle, there is also no implant date which suggests implant detect is not complete.